Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, component codes,investigation conclusions), h10,h11. Additional info: contact person (name: (B)(6). It was reported by a getinge field service engineer (fse) that during routine pm, he replaced expired executive processor board and found fault codes 100 and 137 in logs after failed power up. No patient involvement ,no harm reported. Fse installed new video generator board kit(d040-00-0456 kit), uploaded software, re-calibrated and tested. Unit passed all functional and safety test per factory specifications, returned to customer and cleared for customer use.also checklist completed. The defective components were received for further investigation. The failure analysis and testing dept. Received the following parts associated with this complaint:part number: 0040-00-0456 (kit), part number: 0670-00-0781 rev. I, serial number: (B)(6), part number: 0670-00-1169 rev. A, serial number: (B)(6) these parts were received with a reported failure of a fault code #100 and #137 appearing after a failed power up. The fat performed a visual inspection and found the parts to be in good condition. The fat installed and tested pn: 0670-00-0781 in cardiosave test fixture serial number (B)(6) to factory specifications per procedure number 0002-07-d016 revision e and the cardiosave service manual part number 0070-00-0639 revision r. No issues found during 20 minutes of testing. The fat installed and tested pn: 0670-00-1169 in cardiosave test fixture serial number (B)(6) to factory specifications per procedure number 0002-07-d016 revision e and the cardiosave service manual part number 0070-00-0639 revision r. No issues found during 20 minutes of testing. Fat could not verify the reported failures of the fault codes. Due to the supplier no longer accepting pn: 0670-00-0781 and pn: 0670-00-1169 for failure analysis, fat cannot investigate this complaint any further.retaining the boards in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ap.the non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) unit displayed fault error code 100 in logs. There was no patient involvement reported.